Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported a revision occurred for the inss due to end of life. It was suspected the battery voltage was inaccurate. The right side ins was reading 2.92 v and had stayed at that voltage for a long duration of time. They discussed that it was a normal part of the battery curve. The caller and patient felt this battery was not reading the battery voltage correctly and wanted the system replaced. The longevity estimate determined eos was over 5 years. The caller reported the past few months the patient had experienced left lower extremity tremor and the caller also mentioned possible disease progression. The caller reported the left side ins was at 2.7 v at the time of the call and the longevity estimate was also 5 years. The caller mentioned electrode 1 on the right stn was >10,000 but the caller reported this was a known issue. No trauma, falls, or emi were reported to be related to the issue. The revision had not occurred at the time of the report. Reported readings were: right ins - 2.7v , 185 hz, 60 pw and 1330 ohms left ins - 2.6v, 130 hz, 60 pw and 850 ohms. No further complications were reported or anticipated. Additional information was received from the consumer and healthcare professional via the manufacturer representative. Serial battery depletion and cessation of therapy was reported on the right ins despite service life of the device being in the 2.9 range. The patient, spouse, and hcp did not report any event/issues leading up to the event. Device interrogation was performed in preparation for a scheduled bilateral replacement. An impedance test revealed out of range impedances for contact 1 for all configuration of greater than 10,000 ohms. All other impedances were normal. The ins service live was noted to be 2.92v and the patient, spouse, and hcp stated that this voltage reading had been stable for several months. Longevity calculations showed estimation of 4.9 years to eri and 5.19 years to eos. Additionally, the spouse expressed confusion about the patient programmer showing 0% reading following the interrogation of the devices. It was determined the 0% was a result of the batteries in the patient programmer being depleted. The batteries were replaced and the issue was rectified. The issue was resolved at the time of the report. It was clarified there was no issue with the left device. It was at 2.73 v for service life when explanted. It was explanted and sent for analysis simply because it was being explanted at the same time as the right ins. The explanted left device was sent to pathology as standard facility procedure and will be returned for analysis. The patient was alive without injury at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep stating the explanted battery was sent to pathology and after, if it was released, it would be sent back for analysis.